Event description:
A customer contacted baxter's technical service center regarding feeling overfilled during dwell 4/5 of homechoice peritoneal dialysis therapy. The home patient woke up and felt bloated. The baxter technical service rep (tsr) assisted with a bypass to drain 4/5. The home patient began draining and stated she would end therapy at fill 5/5. The total volume drained was unk. No patient injury or medical intervention was reported at the time of the initial call. A follow up call was made to the home patient's nurse regarding this incident. The nurse stated that a midday exchange had been added to the patient's prescription just before this incident occurred. The patient was not having enough fluid removed during the night therapy and needed an extra exchange. The patient was non-compliant and was not performing the midday exchange. Patient also has a history of catheter problems (patient tends to lie on her catheter at night) which prevents her from draining all the way. At this point, the patient has been instructed to call the center when she starts each therapy (midday and night) to review set up and to review the numbers for the previous therapy. No changes have been made to programming, but may be considered in the future depending on how the patient responds to the midday exchange. There was no patient injury or medical intervention.